Event description:
According to the available information, the doctor and medical student were sharing duties on sling implant. Each one would do half the dissection and implant one anchor. The medical student had implanted the static anchor, and the doctor pulled on the sling to check if the anchor implanted well. He did not use a lot of force, but the suture line broke at the point between the mesh and static anchor, leaving the static anchor in the patient¿s membrane. They opened another altis and proceeded without any issues.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA.there were no nonconforming reports confirmed in veeva to be associated. A preventative CAPA has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures which is being reported in this complaint. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release.

Event description:
According to the available information, the doctor and medical student were sharing duties on sling implant. Each one would do half the dissection and implant one anchor. The medical student had implanted the static anchor, and the doctor pulled on the sling to check if the anchor implanted well. He did not use a lot of force, but the suture line broke at the point between the mesh and static anchor, leaving the static anchor in the patient¿s membrane. They opened another altis and proceeded without any issues.

Manufacturer narrative:
An altis sling and two introducers were returned for evaluation. Examination of the sling revealed the static anchor, suture and part of the mesh were detached and not returned. Microscopic examination of the mesh where the static anchor was attached revealed rough and irregular surfaces, indicating stress may have been exerted. The dynamic anchor and suture were still attached. No abnormalities were noted with the introducers. The information received indicated the static anchor detached during the procedure. Quality confirmed the detached static anchor. As the static anchor and suture were not received, it was concluded that the detachment of the static anchor most likely occurred while placing the anchor through the obturator membrane. Details were not provided if there were any issues that may have occurred prior to the detachment. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.